Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator (ins). Patient reported that they went to see their doctor and informed them that they still get a little burning sensation where the incision is and also kind of where the implant is located. The patient reported it is almost like a little stinging and causes discomfort but does not cause pain. Agent asked patient when the reported issue began and patient said it has always been there since the ins was placed, but the doctor had told them that it would go away but it hasn't. Agent redirected to their healthcare provider.